Event description:
Per email, it was reported that the patient called complaining that his pump was not performing correctly. He stated that it has not worked well since he had it implanted (B)(6) 2018. He had been to his physician and stated that the physician said he has never seen a pump with such high back pressure. He stated that the physician did try the reboot technique, but it did not change the pressure. He stated that when he pumps the pump, the bulb goes flat and stayed flat until he pushed the deflate button. It was further reported that the device issue may be due to fluid loss or kink in tubing. The patient was instructed to pull down the pump two or three times per days for at least a week with the intention of unkinking the tubing. The nurse practitioner stated that the patient told them that he would try this maneuver for a week and call them with the results. This maneuver did not work and he will meet the physician and discuss alternative solutions.